Manufacturer narrative:
Please note that the literature article is attached. As noted in the publication by ketterle et al comparison of exoseal and angioseal for arterial puncture site closure, herz 2015 · 40:809¿816; report during the follow up after 30 days, one patient in the exo-seal group was readmitted for surgical revision of the access site. Attempts to gather further information were unsuccessful. The product was not returned for analysis. The product history review (phr) could not be performed since the complaint lot is unknown. Vascular access site complications are known potential adverse events associated with any procedure in which multiple devices are introduced into the patient. Diagnostic and interventional catheterization procedures involve the introduction of the sheath, stiff guidewires, balloons, catheters, and stents. Furthermore, access site complications are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the complication reported. According to the product instruction for use, prolonged access site-related complications are a potential risk associated with femoral artery closure procedures. Also, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As noted in the publication by ketterle et al comparison of exo-seal® and angio-seal® for arterial puncture site closure, herz 2015 · 40:809¿816; the report indicated that during the follow up after thirty (30) days, one (1) patient in the exoseal group was readmitted for surgical revision of the access site. No additional information is available.